Event description:
The device was used during an unspecified laparoscopic procedure. The safety shield would not retract. The surgeon used another instrument and continued the procedure. The hosp has reported that no pt injury occurred.